Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The valve has slipped out during the flushing process. The emergency slide clamp was used and the valve was changed. No patient harm.